Manufacturer narrative:
Foreign : (B)(6). Related to the following two mfrs (same complainant information and same patient referenced): 3012307300-2019-05551, 3012307300-2019-05553.

Event description:
Information was received that a smiths medical bivona tts tracheostomy tube cuff was deflating while in use with a patient. Subsequently, it was noted the "paramedics were called" to address the issue. No adverse patient effects were reported.